Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic bacteremia. Reportedly, there was vegetation found on the leads. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.